Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the flip top seal was disengaged. The trocar, obturator, envelope seal and circular seal all appeared to be intact. The flip top and expandable sleeve were not received. Pmv performed functional testing: the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged flip top seal may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device had dislodged white plastic seal from the reducer and fell off. It was stated that the issue was came up when the device had been in use for approximately ten minutes and only 5mm instruments had been introduced through it and the reducer seal was lifted. No patient injury has been noted.